Event description:
Pmqa received notification from legal that the plaintiff profile form on 2/apr/2024. As per the ppf form, the patient underwent an incisional hernia repair and was implanted with strattice device lot #sp100279, ref. #(B)(4) on (B)(6) 2016. On or around (B)(6) 2016, exploratory laparotomy, excision of infected mesh, repair of recurrent incisional hernia with biologic mesh placement, placement of jp drains. Fascia no closed due to ongoing infection - strattice implant. On (B)(6) 2016, exploratory laparoscopy, lysis of adhesions. On v2016, surgery follow up, wound with persistent yellow drainage. On (B)(6) 2016, persistent distention/dilation of the proximal small bowel with fluid levels on upright film, findings consistent with persistent small bowel obstruction. On (B)(6) 2017, patient underwent an open repair of recurrent incisional hernia with primary closure. On (B)(6) 2018, exploratory laparotomy, extensive lysis of adhesions x 1.5 hours, right hemicolectomy and appendectomy with side-to-side stapled ileo-transverse colon anastomosis, appendectomy, abdominal washout, repair of recurrent incisional hernia with underlay of biological mesh. On (B)(6) 2018, patient was implanted a non-abbie device, bard graft xenmatrix, lot #hubt0971. On (B)(6) 2018, ultrasound guided aspiration of superficial abdominal fluid collection. On (B)(6) 2018, us guided aspiration of superficial abdominal fluid collection. On (B)(6) 2023, repair/removal, bowel resection, lysis of adhesions. The device has been explanted on (B)(6) 2023. Patient has experienced pain & suffering, physical injury, loss of enjoyment of life & economic & non-economic losses as a result of the strattice implant. Patient suffers from abdominal discomfort, constipation & diarrhea. Patient has been hospitalized & undergone, medical procedures. Patient has difficulty walking long distances, sitting for long periods of time & doing yard work. Patient has difficulty participating in family outings & activities such as lifting grandchildren & participating in physical activities with them. The stomach is scarred & disfigured causing patient embarrassment. Patient suffers from uncomfortable, excessive abdominal skin & painful abdominal scar tissue.

Manufacturer narrative:
A review of the device history record for strattice lot sp100279 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.